Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 16-jan-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins). Information was reported that the patient reported today had has been unable to turn up group a and c since their fall in (B)(6) of 2018. The rep ran an impedance test and out of range on lead 1. The patient was reprogrammed on (B)(6) and they are doing well, and the patient is getting good coverage. The issue was resolved at the time of the report. The patient's medical history includes fbss and chronic pain. No further complications were reported. No additional patient symptoms were reported.